Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 5/27/2016. The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that forcetriad was upgraded and was released meeting all specifications. A lot number for e0509 in use was not provided, therefore, manufacturing non-conformance review is not required.

Event description:
The customer reported a patient burn during a trachelectomy while working with a da vinci si robot connected to forcetriad generator with a da vinci 8mm s fenestrated bipolar forceps and covidien e0509 disposable bipolar cord in use. The surgeon grabbed the bowel with the bipolar arm and without stepping on the foot pedal activation occurred resulting in a burn to the patient's bowel. Concerned, the surgeon then grabbed fat with the bipolar arm and energy was delivered. Surgeon removed the arm from the patient cavity and the bipolar arm was activating while jaws were closed and the foot pedal was not being pressed. Once covidien rep was notified, the forcetriad was checked and auto bipolar was enabled on the system level for the generator in use. Or staff said they did not press the 'a' on the bipolar screen to activate auto bipolar. Damaged bowel was over sewn with silk suture and evicel patch, surgery took 2 hours longer than expected and the patient had to stay overnight due to the burn to the bowel.